Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge door was unable to open. By the time the field service engineer arrived, the issue had already been resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system has fridge unable to open. Customer stated that has tried to override but still unable to open.the customer added that they were unable to retrieve medication to the patient there was a delay in patient care flow. There were no adverse events or injuries reported based on this event.